Event description:
It was reported that the pump battery was depleting too quickly, which led to a pump shutdown. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. The customer continued to use the pump for insulin therapy.